Event description:
The physician was attempting to implant a cervical plate and secure it with screws. He then decided to bend the plate. He took the plate out with the screws still in place in the plate. He used the unlock tool to unlock the screws from the plate. He bent the plate to the desired lordosis. He implanted the plate again, and while screwing in the last screw, the center blue locking mechanism disengaged from the plate along with the locking ring.======================manufacturer response for implant, plate, cervical spine, orion anterior cervical plating system======================requested the plate be returned